Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The customer's reported event: no image, was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite xenon light source, no image. The equipment has issues with exporting the image to the display monitor, where the scope plugs into the housing the front facia is cracked/damaged. The issue occurred during procedure. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: front panel crack damaged, minor, scratches on top cover; there were debris inside air tubing, air joint connector; and there was a non-olympus lamp life meter reading 50 plus hours, light intensity output measured out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.